Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: in tests, self test failed.tf:446026,446029,485001,331001,231022,232002,232003,233001,233003,233004.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.